Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2xvyc implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-apr-09 information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they had been trying to adjust their stimulation level and it doesn't seem to be working. Patient stated that when they get the stimulation up to a higher level, they feel a stinging or burning sensation. Patient said that yesterday they decided to raise the stimulation because their bladder was getting back to the way it used to be and when they went to adjust the stimulation last night, they started feeling this stinging and burning sensation so they turned the stimulation back down to 1.6. Patient then said that about 30 minutes ago they got their spouse to help them familiarize with the device and the same thing was happening and it was getting up to where it was steaming or burning and they turned it back down. Patient confirmed they have not had any falls or anything of that nature. Agent asked the patient if they have tried a different program and patient said they haven't. Agent walked the patient through connecting to their settings and changing programs. Patient was able to change programs and adjust stimulation to a comfortable level. Patient will monitor symptoms. The patient was redirected to their healthcare provider to further address the issue. On 2025-sep-02 additional information was received from the patient. They reported that the lead moved and they had surgery to replace it on (B)(6) 2025. Patient said the device stopped helping their symptoms at least a month before (B)(6) 2025.